Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2017 ¿ january 17, 2017. The device was received for evaluation with approximately 147 ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that the device was filled with 103 ml sodium chloride solution and 92 ml fluorouracil and attached to the patient. When the patient returned to the facility four days later, the pharmacist noted that none of the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.